Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) recorded on (B)(4) 2011 as a result of MRI (magnetic resonance imaging) procedure. Device is not indicated as MRI-safe.

Event description:
It was reported that the device had a partial electrical reset as a result of a MRI scan. The patient information was lost and an atrial lead warning was triggered. The battery voltage was at 2.39 volts after the scan. The device was rechecked during a follow-up visit and is operating appropriately. The device is still in use. No patient complications have been reported as a result of this event.